Event description:
Customer has reported the pump is alarming air in line alarm and there is not any air present in tubing. The pump was received for evaluation and the evaluation confirmed customer reported problem. The cause of the issue is a defective air detector which was replaced and calibrated. After the repair the pump met specification.